Event description:
In 2006, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Imaging from 2008, showed possible type I and ii endoleaks, and in 2008, the patient was implanted with an aortic extender to address the type I endoleak. The procedure went as planned, and the patient is stable with no complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional endovascular procedure to address a type I endoleak.